Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthropathy ("knee problem"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and arthropathy outcome was unknown. The reporter provided no causality assessment for arthropathy with essure. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new event 'knee problems'' added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and leiomyoma nos. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and arthropathy ("knee problem"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and removal of essure device). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia and arthropathy outcome was unknown. The reporter considered arthropathy, menometrorrhagia and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 9-jul-2020: medical record received- event medical device removal was deleted and new event pelvic pain was added. Reporter information was added. New event added- menometrorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and leiomyoma nos. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and arthropathy ("knee problem"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and removal of essure device). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia and arthropathy outcome was unknown. The reporter considered arthropathy, menometrorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.